Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone13.2 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had called the ambulance and was transported to the hospital with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 683 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from their abdomen at the hospital, the pod's cannula was found slightly kinked. Symptoms reported include vomiting, dizziness and disorientation. The patient was treated with injections of insulin. The patient was discharged on (B)(6) 2025.